Event description:
Patient reported chemotherapy infusion administration pump alarming, indicating occlusion; patient instructed to power down pump, restart, problem appeared to resolve. Patient called service back approximately 3 hours later reporting popping sounds coming from in-line filter; appeared that tubing may have popped and that chemo had leaked onto her hands, bed. Patient was instructed by service to wash her hands to remove chemo and infusion pharmacy was notified for chemo contamination bag pickup and to arrange for professional cleaning where the chemo leak occurred. Home care rn quickly responded to patient's home and noted white cloudy substance in extension set from mediport, at midpoint in the line where second port on extension set sits. Patient did not want to flush the line due to uncertainty of what the cloudy substance was, did not want to infuse into mediport. Home care rn sent patient back to chemo infusion center ((B)(6)) to have the line evaluated. Infusion center flushed patient's mediport several times causing patient pain but did not need to remove or replace mediport. Chemo residue was noted around the border of the in-line filter connected to the infusion administration set. Infusion administration set was replaced and sequestered for testing, later to be returned to manufacturer for analysis.